Event description:
Following pulmonary artery banding and arterial switch operation, this pt developed supravalvar pulmonary artery stenosis (ps) approx 12 yrs later. A p188 stent was implanted. At f/u catheterization 7 months later, compression (with fracture) of the stent was found. This was treated with two p308 stents that were implanted simultaneously ventral to the distorted stent. However, distortion of both stents developed 1 month after implantation. Two more p308 stents were placed inside each distorted stent, they also gradually re-compressed. Aortography and cat scan showed compression of the stent by a markedly dilated pulsating sinus of valsalva. She waits for surgery. Pt who underwent pulmonary artery banding at 1 month and an arterial switch operation at 1 year and 10 months developed supravalvar pulmonary artery stenosis (ps). (Doctor implanted a p188 stent on a 14mm z-med balloon (numed, new york;). At follow-up catheterization 7 months later, doctor found flattening of the stent. Subsequently, co implanted two p308 stents on a 10 mm opta 5 (cordis) simulataneously anterior to the distorted stent, as doctor were concerned that a single p308 stents in the main pa might jail the bifurcation. However, compression of both stents, particularly the anterior one, developed 1 month after implantation. In case 1, a markedly dilates sinus of valsalva was in close contact with the main pulmonary artery. A p188 stent dilated to 14mm may have had insufficient radial strength in such a situation. Additionally, implanting of two stents in the narrow space between the sinus of valsalva and sternum may explain the further collapse, as collapse of the stent closer to the sternum was more marked. Judging from the case of knirsch et al. And ours, even the palmaz stent may not have sufficient radial strength whem implanted in lesions in close contact with the pulsating aorta.